Event description:
It was reported that the device was used during a laparoscopic colon procedure. It was reported by the rep that the (1) et45b fired and cut but did not staple. Many staples remained in the cartridge. The open bowel was externalized and the anastomosis was completed with the tlc55. The instrument being returned has many of the unformed and malformed staples remaining in the cartridge. There was no consequence to the pt.